Manufacturer narrative:
Patient information not available for reporting. Date of implant reported as (B)(6) 2017, exact date not known. Date of explant reported as (B)(6) 2017, exact date not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes affiliate. (B)(4) -no code available used to capture required intervention when plate was exposed through the skin. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a chestwall reconstruction surgery in (B)(6) 2017. On unknown date in (B)(6) 2017 and (B)(6) 2018, two (2) of the three (3) plates inserted eroded through the patient's skin. A portion of the plates had to be removed. Surgeon stated that patient's skin was very thin and was likely malnourished due to cancer. Patient also had previous radiotherapy done approximately 8-10 years ago. This report addresses the removal surgery in (B)(6) 2017. The removal surgery in (B)(6) 2018 is addressed in (B)(4). This report is for one (1) 1.5mm matrixrib straight plate this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted a review of the photographs provided. Complaint is confirmed as the erosion through patient's skin is visible on the received pictures. The risk assessment for matrixrib adequately addresses the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.